Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 3 reports. Other mfg report numbers: 3014334038-2025-00123. 3014334038-2025-00124. A facility reported: "a perforator (ID (B)(6)) does not lock or disengage automatically after drilling through the outer only, as expected. It should lock once the outer has been drilled to prevent further advancement and protect underlying structures." No additional information has been provided after several attempts.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The perforator was returned for evaluation: failure analysis - the device was visually inspected. Device was lightly soiled. No other defect or damage found. Label on sleeve was worn. Functional test - spring: unit successfully passed the spring test and functioned as designed. Functional test - tachometer was successfully inspected prior to testing; unit successfully drilled 5 holes, and the perforator functioned as designed. Conclusion: the complaint cannot be confirmed. The device passed all tests and worked as expected. Root cause - product was received for analysis therefore the investigation could not confirm the complaint. Per risk documentation, potential root causes include, incorrect fit between the hudson driver and perforators body. A potential contributor to the reported failure may have been related to the positioning of the drill and/or technique during use. There is currently an open corrective and preventative action (CAPA) to investigate the disposable perforator product family for perforator failure to disengage reports.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The perforator was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined, however, potential root causes include, incorrect fit between the hudson driver and perforators body. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.